Event description:
A patient presented with severe chest pain. One resolute integrity coronary drug eluting stent was implanted to treat a moderately tortuous and moderately calcified lesion in the proximal left anterior descending. The device was inspected with no issues noted. The lesion was predilated. It was reported that the patient was discharged post procedure, however the patient experienced fever and chest pain 2 days post procedure. When the patient was examined again stent thrombosis was observed. The possibility of procedure malapposition was not present. The patient was on aspirin and ticagrelor and had regular follow up post discharge. The patient deceased shortly after the diagnosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the cause of death was stated to be due to in-stent restenosis the coronary artery became completely blocked. The physician did assess that the death event was directly related to the use of the relevant device. The patient had no previous percutaneous coronary interventions prior to this event. The cause of the fever is unknown. No issues were noted during original stent deployment, the stent was fully expanded. It was stated that angioplasty was unable to open the artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: procedural images were provided from 17th, 18th and 25th october, for review. There was no time stamp on the images therefore the ID entification for the images is based on sequence and frame number. The images confirm lesion in the mid-rca, the lcx and two lesions in the proximal and proximal to mid lad. The lad is predilated followed by delivery of a long stent to cover the proximal and mid to proximal lesions. During stent positioning with contrast injection there does not appear to be flow of contrast to the distal vessel. The stent deployment shows that there is a restriction to full concentric stent expansion on the proximal end of the stent. Post dilation of that area of the stent was completed. This was followed by pre-dilation and stenting of the lcx lesion. The left coronary system ¿ lad & lcx ¿ remained fully patent during this activity with no evidence of thrombus. The lesion in the mid rca was treated and was successfully stented. The waist in the mid to distal stent required post dilation. There did appear to be evidence of thrombus in the rca post rc stent deployment and post dilation, but this was resolved in the next image provided. Images from 25th oct. Show no evidence of thrombus in the rca or lcx. But there are two locations of thrombus in the newly deployed lad stent. Despite delivery of a wire and ballooning within the stent, the thrombus did not resolve and the lad remained occluded at the level of the deployed stent. Additional information: the cause of death was stated to be due to in-stent restenosis (isr) which caused the coronary artery to became completely blocked. The isr was identified on the (B)(6) 2022. Correction: the stent was implanted on the (B)(6) 2022. Date of death: (B)(6) 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.